Manufacturer narrative:
The device was received, and an evaluation is complete. Service evaluation identified a system error 322 after replacing a failed keypad. The cause was identified to be an inoperable lower link switch due to a screw hole through the auxiliary flex. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error [low]). There was no patient involvement. No additional information is available.